Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that an echocardiogram and chest x-ray revealed that the right ventricular (rv) lead had extended through either a patent foramen ovale or an atrial septal defect then through the mitral valve and appeared to be embedded in the free wall of the left ventricle. The rv lead was laser extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).